Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they customer was hospitalized on (B)(6) 2020 due to low blood glucose level of 51 mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer also experienced unconsciousness, cold and seizures. They had given the customer a shot of glucagon to treat low blood glucose levels. They alleged the insulin pump for over delivery because the insulin pump was giving insulin even at 40 mg/dl. The insulin pump was not on auto mode at the time of incident. The insulin pump will be returned for analysis.